Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed a staphylococcus infection in the scrotum, with pus observed at the penoscrotal incision site. A surgical procedure was performed during which all components were removed, an antibiotic washout was conducted, antifungal treatment was administered, and a new malleable device was implanted. No additional complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of staphylococcus aureus infection and purulent discharge are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed a staphylococcus infection in the scrotum, with pus observed at the penoscrotal incision site. A surgical procedure was performed during which all components were removed, an antibiotic washout was conducted, antifungal treatment was administered, and a new malleable device was implanted. No additional complications were reported.